Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the connector part was stamped, the head main body had scratches, the connector part electrical contact had corrosion, the cable part was twisted, the head main body had wear, the head part main body had deposit and the head part scope mount had corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had no video. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a foreign matter that adhered to the electric contact part was observed. Therefore, it was determined that the image function failed to function properly likely due to foreign matter adhering to the electrical contact, and the phenomenon, ¿poor image¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.